Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading 300 units of insulin into the cartridge. There was no reported impact to customer's blood glucose level. The reported issue was not occurring at the time of the report; therefore, troubleshooting with tandem technical support was unable to be performed.